Manufacturer narrative:
An event regarding loosening involving an unknown reliance stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, x-rays, operative reports, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient's left hip was revised for implant loosening reliance pf stem and 46f mdm liner and head along with a 28 plus 8 head were removed.